Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, dashes (---) were observed for parameters and the battery current drain was 66ua. Reprogramming, return to standard and microprocessor download were unsuccessful. Therefore, the device was replaced.